Event description:
It was reported that during a percutaneous interventions procedure, the tip of a 2.5x210mm kinetix guidewire was broken in the support catheter and could be removed. The procedure was completed with another same device. No patient complications were reported and the patient condition was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the kinetix guidewire was received with a non-bsc balloon catheter. The corewire was detached near the distal end of the inconel connector, proximal from where the high torque sleeve meets the corewire. The corewire fracture surface was bent, indicating that the fracture may be attributable to ductile bend overload. There was no other damage. There was no evidence of any product quality deficiencies. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as the complaint is associated with a product that meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).